Event description:
The customer contact reported the device touchscreen did not respond when pressed. There was no pt involvement and no report of any adverse pt events or delay of critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. The probable cause was due to touchscreen contamination. As indicated, this device has been identified as part of a prod recall. This report represents all the info know by the reporter upon query by hospira personnel.